Event description:
It was reported that during preparation of pulmonary vein isolation procedure for an atrial fibrillation case, a nrg transseptal needle was selected for use. A package defect has occurred. White powder was observed on the needle. The defect was identified when unpacked. There have been no reports of damage to the packaging itself. Thus, the procedure was completed with another of same device. The issue was noted outside of patient. No patient complications were reported.